Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a tibia, talar calcaneous fusion was performed as per technique guide on an elderly patient ((B)(6)). When the aiming arm (03.008.009) was assembled over the insertion handle (03.008.007) it would not slide over the insertion handle. The aiming arm is required to direct the drill bits and locking screws into place to hold the bones in position around the im nail and is essential to the operation. The aiming arm would not assemble because the small ball bearing inside the aiming arm was stuck and would not bounce back and allow the insertion handle to slide through it. More force was used to try and assemble after multiple attempts to assemble this with out success. The aiming arm was then passed off the scrub table to be taken to the hospital workshop to release the screw that holds the ball bearing in place and allow it to move. This was then re-sterilized and the operation continued. The aiming arm had to be taken to the hospital workshop to be adjusted as there was no sterile flat blade screwdrivers available sterile at this hospital. The surgeon thought the screw that held the ball bearing in place had been overtightened stopping any movement. This screw is not normally adjusted but depuy synthes or the hospital. It was suggested by the surgeon that this screw be changed to a common screw driver used in theatre (2.5 hex) or even one that is inside the han arthrodesis nail kit. This would limit any delay in this instance. This delay was approximately 120 minutes. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: received 1 article of aiming arm for expert hindfoot arthrodesis nail, part 03.008.009 for manufacturing investigation. The article has minor scratches on the surface. The adjustment screw for the ball pressure piece is damaged. The adjustment screw for the ball pressure piece has been set and glued during the manufacturing process. The damage to the adjustment screw indicates that the ball pressure piece was adjusted post-manufacturing by force. The position of the ball pressure piece could not be checked during the manufacturing investigation. Because of the damaged thread connection it cannot be loosen anymore. The ball of the ball pressure piece can be moved as intended and thus the insertion handle (part 03.008.007) should be disconnected from the aiming arm, (part 03.008.009) without any problems. The alignment function of the aiming arm has been checked and was ok. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
They chose to fuse the ankle rather than fix the fracture as the patient was low demand, elderly who would benefit from a minimally invasive procedure and short anesthetic. The complexity of fixing this fracture would generally take longer, be a larger insult for the patient and increase the risk of a negative event in the operating room. The anesthetic was a general anesthetic. The surgeon was happy with the final position and fixation and the patient has now been discharged from the hospital

Manufacturer narrative:
Additional narrative: patient information not reported, device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.